Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had an infection that started about a month prior to the report. It was noted that the wound was leaking orange fluid. The patient discussed the infection with their doctor and was given oral medication. The patient went to a disease specialist and the specialist confirmed the infection. The patient was on IV antibiotics at the time of the report to treat the infection. It was noted that at the time of the report the patient was still leaking yellow fluid from the incision site. It was noted that if the IV antibiotics did not work the stimulator would need to be removed. It was further reported that there were no perioperative antibiotics administered and the infection was diagnosed on (B)(6) 2014. The signs of infection included redness and drainage. The primary location of infection was noted as the lead track. There was a culture obtained from the patient¿s lumbar region. It was noted that there was no growth and the growth strain was a ¿few polymorphonuclear leukocytes.¿ the patient was given oral antibiotics and the infection resolved.